Manufacturer narrative:
This lead was retained by the hospital pathology department. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. There was no pacing inhibition. The connection between the lead and device was confirmed to be secure. The cause of the noise and oversensing was not conclusively determined. An invasive procedure was performed to explant and replace the lead. No adverse patient effects were reported.